Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Uso (upstream occlusion) and dso (downstream occlusion) seal defective. Customer complaint of "does not recognize cassette" was unable to be confirmed through functional testing per pvt (performance verification testing) and nda (no disposable attached) testing. Upon further investigation found dso seal separating from bezel. Replaced dso seal. Found uso seal buckling. Replaced uso seal. Performed pvt, device passed all testing criteria. Updated software unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump does not recognize the cassette. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.